Event description:
It was reported that the patient was connected to the power module (pm) when they experienced a low voltage alarm. In troubleshooting, the account changed from system monitor to a heartmate touch but was unable to connect with the patient. It was suspected this was due to non-initiation of the bluetooth dongle. The patient was receiving power to their system with no drops in flow. The account then reported switching the patient to their backup system controller which did not start the pump. Additional information was provided that the driveline was not fully inserted on the back-up controller and also that it was placed on the patient without power sources attached and the pump didn¿t start. There was no damage reported on the connections. Because of this, the patient was placed back on their primary controller with no patient consequences and was receiving power to the system. Log files were sent for review on the primary controller, which showed emergency backup battery (ebb) faults that appeared to have resolved, and a couple of driveline disconnect alarms on 09dec2023 for unknown reasons. Driveline disconnect alarms on 09dec2023 were then reported to be due to the staff exchanging the patient's system controller several times. The log file from this controller also captured some voltage issues on 09dec2023 that may be due to patient cable fatigue. The patient cable was removed from service. Lastly, it was reported that the patient was connected on (B)(6) 2023 to a third system controller and disconnected within one minute. During this time voltages were reported to be a little low. It was reported by the site that this was a "loaner" controller stored in the unit. The contact reported that the patient was stable with parameters consistent with their previous trends. They had not experienced any alarms since. 2916596-2023-08826 pump MFR. 2916596-2023-08886 hmt MFR. 2916596-2023-08627 backup system controller MFR.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms was confirmed via the provided log file. The provided log file from the primary system controller, serial number (B)(6), contained data spanning approximately 2 days (B)(6) 2023 per timestamp). The log file began during a period where the clock was not set, displaying the default timestamp of (B)(6) 2000, and the clock was observed to have been synced on (B)(6) 2023. The patient¿s driveline was observed to have been disconnected on (B)(6) 2023 at 23:36 and at 23:56, causing the pump to stop at these times. The driveline was reconnected within the same minutes of these events, ramping the pump back up to speeds above the low speed limit within a few seconds of the reconnections. The primary system controller was not returned for analysis. Per additional information, the unit staff exchanged the primary controller several times in response to power cable disconnect alarms; however, atypical alarms were not observed directly leading up to the driveline disconnect alarms, and the controller appeared to have remained in use as the primary controller after the driveline was reconnected on (B)(6) 2023. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnect conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.